Event description:
It was reported that the patient fainted and presented to hospital. During a ventricular lead revision procedure, an insulation anomaly was noted on the atrial lead. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 9.2 cm to 9.5 cm from the connector pin and the outer coil was exposed, due to friction with the device can.